Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat an unknown lesion located in the second diagonal artery with a 2.25x20mm taxus express2 atom drug eluting stent. The stent delivery system was unable to cross the lesion. Upon removal from the patient, the stent was noted to have a "strut that was flared up". The procedure was completed with another of the same device. There were no reported patient complications. The patient status is listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.